Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of greater than 2,000 ohms along with non-detection issue, loss of capture (loc) and did not deliver pacing when required. There is no report of asystole greater than two seconds. Additional information indicated that visual fluoroscopy was performed however they could not see anything wrong on the lead. However, when tested with both pacing system analyzer (psa) and programmer, this lead displayed no capture at maximum output as well as high oor pli measurements. This rv lead was surgically abandoned in the patient. No additional adverse patient effects were reported.